Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer stated that the insulin pump was not stored or not in use for an extended period of time and alarm did not occur shortly after inserting a new battery. The alarm history showed the unexpected restart alarm and a bad battery alarm. The customer was setting up the time/date and noticed that the act button is hard to press and not responding. Blood glucose value is unknown. No significant events leading to the issue. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The act and esc buttons did not respond due to corroded keypad traces. Unable to perform the idle current, run current, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement, and self tests, or verify the unexpected restart alarm or bad battery alarm due to the button keypad anomaly. The pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.